Event description:
It was reported that a patient in the system longevity study had diaphragmatic stimulation. It was also reported that the left ventricular (lv) lead had variable capture threshold. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.